Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional and delivery testing; the device was found to meet with specifications. No problems could be confirmed during testing.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed accuracy (-16.45%). No patient was involved in this event. No adverse effects were reported.